Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03585.

Event description:
Pt had orif of ankle after mva trauma. Pt currently experiencing ankle collapse with 9 degree varus, loss of reduction, and malunion at 6 months post-op.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were dob - unknown month and day in 1953. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Operative record, follow up visit notes, and x-rays were provided and reviewed. Per the operative record, patient had a moped accident which led to the reported surgery. The patient also had fractured ribs on right side and skin abrasion on right shoulder. No delays or complications were noted during the procedure. Per the follow up visit notes, right foot reveals no gross trauma or deformity. He has very mild edema noted. He has much dry skin through out bilateral feet. Toes do not appear bent and appear symmetrical to uninjured foot. He is able to wiggle them. He denies any ankle pain. Sensation is intact s/s/sp/dp/t. He has brisk capillary refill to all toes. Per review of x-rays, "imaging done today. Plates and screws transfix the comminuted distal tibial fracture in anatomic position and alignment. Distal fibular screw with anatomic results." However, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.